Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection. The insulin pump was monitored and all operating currents tested within a specified range. No unexpected low battery alarms were noted. The insulin pump passed the prime test, displacement test, basic occlusion test, occlusion and excessive no delivery alarm tests.

Event description:
It is reported that customer experienced battery longevity issues, crack on display screen, damaged drive support cap and high blood glucose. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).